Manufacturer narrative:
The investigation for the limb ischemia and the ventricle perforation has been completed. The product was not returned for investigation. Data logs were reviewed and there were no positioning alarms during the entirety of support. Clinical details stated that the suspected cause of the ventricle perforation was a guidewire during impella cp access. However, there is no evidence reported to support this. There were no reports of difficulties with access, and the timing of the injury is unknown. Due to the product not being returned and limited clinical details, the root cause of the ventricle perforation could not be determined. The root cause of the limb ischemia could not be determined without additional information.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient experienced a left ventricular apex perforation with a possible relationship to the impella device used and also experienced limb ischemia with a probable relationship. Additionally, another event was experienced. The patient had an emergent angiogram during which the patient had ventricular fibrillation and brief cardiopulmonary resuscitation with five shocks and bipella¿s placed for hemodynamic support. The impella cp was placed in left groin and impella rp was placed in right leg for hemodynamic support. Then patient was then brought emergently to the operating room for triple bypass grafting surgery. During this procedure, a perforation at the left ventricular apex was noted, likely from the wire used while placing the impella cp device. The tissues were quite friable. The perforation was repaired with two, 2-0 prolene sutures with pledgets. Following after the start of support, same day of the implant, the patient experienced another event, however. The impella cp leg groin was mottled and cold with no signals at the foot and critical limb ischemia secondary to impella cp placement in profunda femoral artery on the left. Additionally, the patient had hemorrhaging from the chest. Mass transfusion was started with emergent operating room takeback for chest exploration, washout and removal of left femoral artery impella cp. Right ventricular tear was found and repaired. The left femoral artery impella cp was removed, arteriotomy repaired, and 4-compartment fasciotomy was performed due to prolonged lower limb extremity ischemia. The impella cp was successfully removed and the impella rp was left in place. Hemostasis was achieved as well as good perfusion of lower left extremity. It was dopplerable distal signal at the posterior tibial artery. Excellent pulsatility at present. The left leg fasciotomy closed two days later, after start of support, after surgery for washout and repacking of the chest. The patient recovered from the events with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella cp with smartassist system during cardiogenic shock section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿